Event description:
It was reported that, when a 980 ventilator was powered on it failed the breath delivery power on self test (post). The ventilator was not in use on a patient at the time of the reported event.

Event description:
The service engineer (se) inspected the device and replaced the battery. The se performed extended self-testing on the device and all tests passed.